Event description:
It was reported the pt is experiencing pain at the ipg sit due to the ipg being superficial. The pt may meet with an sjm representative to discuss the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.